Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 synchron clinical systems. Some of the low results were reported out of the lab. When repeated, the results were 4 to 8mmol/l higher. Other low na results were detected by delta check flags. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer routinely calibrates ise every 24 hours. Qc samples are run every 8 hours. Prior to this event, na qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse completed maintenance. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.